Event description:
The customer described, "when the pen was activated to tissue, a spark was seen from the side of the pencil in the area marked on the pencil." A burn, approximately 4mm occurred and was excised.